Event description:
New information noted that the implantable cardioverter defibrillator was replaced on (B)(6) 2017. The patient was fine after the procedure.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was asymptomatic.